Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed four devices were returned in three original packaging with the batch number of the complaint on the labels. The t1, t2. And sutures of all four devices were not returned. Device one's needle assembly is bent and bio debris is present. Devices two, three, and four have no visible defect other than bio debris. A functional evaluation of device one showed it will not cycle due to the bent needle assembly. Devices two, three, and four will cycle but attempt to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure to cycle due to the bent needle assemby include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inadvertently bending of the needle/ overmold assemblies). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair, the t2 of four (4) fast-fix 360 dislodged. All four t1s were removed with tweezers. The procedure was completed with a surgical delay of less than 30 minutes using an equivalent sn back-up device. No further complications were reported.